Event description:
This incident pertains to the medrad injector model sellant under (B)(4) use at (B)(6) healthcare system, (B)(6). Unit is currently under preventive maintenance with precise biomedical and the discovery of this issue was during the scheduled routine maintenance which was done on (B)(6) 2015. Precise biomedical field service engineer found out that the ethernet cable connector was not properly secured and soldered on the electronic board. A precise work order number (B)(6) dated (B)(6) 2015 documented the findings as well as (B)(6) work order at (B)(6). (B)(6) reported this matter to medrad under reference number (B)(4). System was repaired by (B)(6) to manufacturers specifications.